Event description:
It was reported that the programmer was unable to boot normally. It was noted that the reason was unknown. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to boot normally, the device powered up to a normal screen as expected. However, analysis found that the programmer had evidence of foreign material having been spilled on or in it and that there was resulting major damage on the inside, rendering it unrepairable. It was noted that the customer was notified that it would be returned unrepaired. Analysis also noted that the case had bent handles. Product ID: 229047, software analyzer. (B)(4).